Event description:
It was reported that the unit will power on and start displaying readings before the sensor is applied to the pt. After the sensor is applied to the pt, the unit will display the "sen off" message start alarming. No pt incident was reported.

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted. Probe off readings is a known limitation of pulse oximetry. The directions for use state that to prevent interference from ambient light, ensure that the sensor is properly applied, and cover the sensor site with opaque material, if required. Failure to take this precaution in high ambient light conditions may result in inaccurate measurements.